Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this transvenous right atrial lead did become dislodged. The dislodgement had become evident when the pt had presented with a minor stroke. This lead was subsequently removed from svc after multiple attempts to re-position this lead during the revision procedure. A new model was successfully implanted, with adequate sensing and thresholds.